Event description:
Reportedly, the valve had been implanted in 2008. On (B)(6), 2009, the valve was explanted due to pannus and another valve (same model #501dm16) was implanted. Comments from the surgeon: pannus had formed near the implanted valve, so the leaflet motions of this valve have been blocked by the pannus. The diameter of the pt's natural valve ring was 10mm, and the ats valve was implanted at an angle in the left atrium. Therefore, it is natural that the leaflets were blocked by the pannus. No pt problems were reported as a result of this event.

Manufacturer narrative:
Valve discarded at hospital.